Event description:
Device report from synthes reports an event in (B)(6) as follows: the patient¿s nail broke. The patient experienced pain on (B)(6) 2021. A scan was performed on (B)(6) 2021 and the broken nail was discovered at the level of the cephalic screw. On (B)(6) 2021 the patient underwent a revision surgery, the nail was removed and a hip arthroplasty was performed. This report involves one (1) 5.0mm ti locking screw w/t25 stardrive 38mm f/im nail-ster. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was reported as good.

Event description:
It was confirmed that the break occurred to the nail and not to the other devices so the complaint is only on the nail and there is no allegation against the device lockscr ø5 l38 f/nails tan light green.